Manufacturer narrative:
Concomitant products: product ID 3998, lot# va005le, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the case was on (B)(6) 2013. The lead was repositioned. No new devices were implanted and ¿startup¿ has now been scheduled.

Event description:
It was reported that the lead was too far right. The patient¿s pain was not covered and had less than 50% therapy relief. A lead revision was required but was not scheduled yet. It was confirmed that the patient's lead was going to be revised during the week of (B)(6) 2013. Additional information requested but had not been received as of the date of this report.